Manufacturer narrative:
(B)(4), date sent: 12/21/2023, b3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an artificial stoma closure, the device was fired at 4th firing for closure of lateral end anastomosis. Postoperative CT showed staple¿s adhesion to the small intestine and re-operation was performed to detach the adhesions. The side of the staple line (cross section of the reinforcement) was adhered to the small intestine. After reoperation, the patient is currently doing well. The surgeon said, ¿the cross section of the reinforcement was fused to the small intestine. I wonder if the roughness of the sides is conducive to adhesion.¿ another possible cause besides the device was that the patient had come in with a bowel obstruction and was prone to adhesions. The patient also had adhesions in other parts of the body. The patient came to the hospital with a bowel obstruction and had ileus twice. The patient was discharged once and came back a few days later with ileus. No further information is available.